Event description:
Back pain, brain fog, itching, pain in both breasts, hypothyroidism, inflammation, rash, joint pain, vision decline, panic attacks, anxiety, heart palpitations, and skin issues. Ref report: mw5165384.